Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. There was no impact to the customer's blood glucose level due to this reported issue. Reportedly, customer continued to use the existing cartridge and resumed insulin therapy.